Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and narrowed the problem down to the vacuum pump after communicating with the customer. Fse rebuilt the vacuum pump and replaced 2 check valves and 2 filters. The vacuum system was functioning properly following repairs. Fse also replaced the sample and reagent probes. Instrument alignments were reworked and calibrations were performed. Repairs were verified per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a fluid leak in the immage immunochemistry system. The sample and reagent probe wash stations were overflowing. No injury was reported.